Event description:
It was reported that the customer received a button error alarm from her insulin pump during a bolus. The customer stated the numbers ramped up on their own. The customer's blood glucose level was 257 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly and no button error alarm noted. The insulin pup has broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.